Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a tortuous and calcified coronary artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during delivery, the stent was shortened and folded. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product: device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink located at 4.5cm distal from the wire exchange port .no other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a tortuous and calcified coronary artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during delivery, the stent was shortened and folded. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.